Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a non-penumbra catheter and a stent retriever. During the procedure, the physician advanced a neuron max into the internal carotid artery without any issue, then advanced a catheter with a stent retriever into the target location. After a successful thrombectomy, an angiography was performed, the stent retriever and the catheter were retracted into the neuron max, and a detached markerband was noticed at the level of the m2 bifurcation of the left mca. Several attempts were made to remove the markerband using a non-penumbra device, then aspiration; however, the attempts were unsuccessful. Subsequently, several passes were made with combined use of an aspiration catheter and a stent retriever, and the markerband was successfully removed. A transient m2 vessel occlusion was successfully treated using tirofiban infusion. The final angiogram noted no angiographic sign of any remaining vessel occlusion. The procedure ended at this point. There was no report of an adverse effect to the patient. It was reported that the patient expired on (B)(6) 2021 after developing signs of a staphylococcus aureus bacteraemia (sab).